Event description:
On (B)(6) 2013, it was reported that the up button on the patient's infusion device had fallen of and was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture may enter the insulin pump and destroy the functionality of the buttons and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.